Manufacturer narrative:
The pump was not returned for investigation, and data logs were not provided. The cause of the delivery issue was patient condition related to reported dissection in aorta.

Event description:
The user facility reported a 66-year-old female patient post cardiotomy cardiogenic shock low cardiac output syndrome was to be implanted with an impella cp for mechanical circulatory support. It was reported surgical access was gained in the right femoral artery and a 25-centimeter sheath was inserted. Upon trying to insert the catheter it was noted that the patient had a large aortic dissection. The patient was reopened, and the dissection repaired. The left ventricle was still akinetic on echo following repair and patient was placed on venous-arteria extra-corporeal membrane oxygenation with little flow noted on cannula (1.5liters/minute). The physician decided, given prognosis of patient, elected not to reinsert impella cp. No known patient harm or injury was reported.